Event description:
During an endoscopy procedure, a cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotome was used. The surface of the acrobat wire guide was not smooth and caused resistance with the sphincterotomes movement over the wire guide. No section of the device detached inside the patient or endoscope. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. At the distal end of the wire guide, near the 25 cm mark, the coating peeled back exposing the core wire approximately .5 cm in length. The sphincterotomes wire guide lumen passed the inspection to ensure the lumen is the correct size and there is no damage. No other deformities were noted along the wire guide and no portion of the device was found to be missing. A product discrepancy that could have caused or contributed to this observation was not noted during our evaluation. The two wire guide subassembly work orders for the lot number said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product notes for best results, wire guide should be kept wet. Also. Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotome are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.